Event description:
During index procedure, the patient had one complete self expanding (se) peripheral stent implanted to the right mid superficial femoral artery (sfa). Approximately 1 year post index procedure, the core lab confirmed a grade 1 stent fracture. Image review: three (3) still images of the stent at the 12 month follow-up were provided for review. Review of these images by the core lab identified a grade 1 stent fracture. The still images show what appears to be compression of the stent in conformance with the vessel morphology. There appears to be a degree of calcification within the vessel. Based on review of the 12 month images it appears most likely that the compressive forces within the vessel impacted on the profile of the stent. Complete se sfa is under investigation pursuant to an ide. The device is currently approved in the u.s. With an iliac and biliary indication.

Manufacturer narrative:
(B)(4). Evaluation: patient's condition affected effectiveness of device (calcification); device not received for evaluation; conclusion: device failure/lack of effectiveness related to patient condition (calcification).